Event description:
While the surgeon was in the process of drilling, the patella post drill seized in the drill guide. The patella post drill was switched and worked well with no issues. There was no impact on the pt. There was no delay in the surgical procedure.